Event description:
It was reported to philips that the battery (lot 18261-0013-p) was dead. The customer tried to jumpstart the battery multiple times in both the mrx device and cadex charger but the attempts were unsuccessful. There was no patient involvement.

Manufacturer narrative:
Additional information provided, updated section b5 with failure analysis evaluation. Updated section d10 "return to manuf.?" And "date returned to manuf." To coincide with the product return. Updated h6 code to reflect testing of actual device as component was returned. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the battery (lot 18261-0013-p) was dead. The customer tried to jumpstart the battery multiple times in both the mrx device and cadex charger but the attempts were unsuccessful. There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating suggesting the battery was completely depleted or faulty. Upon evaluating the returned battery, it was found that the battery was recognized and able to charge in both the mrx heartstart and cadex charger. The component was calibrated and manual shocks were successfully delivered when the battery was installed in a device. However, although the component was able to properly charge, the battery relative state of charge was found to be 97 percent following successful calibration when other known working batteries would show 100 percent. Furthermore, the battery operation status ¿vdq ¿ was found to be in a set mode after calibration. Due to this abnormality, the component was determined to be faulty and was scheduled to be returned to the vendor.

Manufacturer narrative:
Additional information provided, updated section b5. Updated h6 codes to reflect new information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the battery (lot 18261-0013-p) was dead. The customer tried to jumpstart the battery multiple times in both the mrx device and cadex charger but the attempts were unsuccessful. There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating suggesting the battery was completely depleted or faulty. Upon evaluating the returned battery, it was found that the battery was recognized and able to charge in both the mrx heartstart and cadex charger. The component was calibrated and manual shocks were successfully delivered when the battery was installed in a device. However, although the component was able to properly charge, the battery relative state of charge was found to be 97 percent following successful calibration when other known working batteries would show 100 percent. Furthermore, the battery operation status ¿vdq ¿ was found to be in a set mode after calibration. Due to this abnormality, the component was determined to be faulty and was scheduled to be returned to the vendor. Upon response from the vendor, it was clarified that a set vdq flag does not directly correspond to a component malfunction. The flag is used to show that the battery is in a learning cycle process to calculate an updated full charge capacity value. Furthermore, the battery mode cf flag is not indicative of a component malfunction, but instead is an indication that the battery needs to be calibrated to obtain a more accurate state of charge reading. The battery was successfully calibrated and the flag returned to normal. As such, there was no sign of a component failure and the battery was deemed to be fully functional.